Event description:
It was reported that there was an event of right ventricular (rv) lead dislodgment for the third time. The lead was replaced and the surgery concluded successfully. The patient was discharged.

Manufacturer narrative:
The reported event was dislodgment. A complete lead was returned for analysis with its helix fully extended and within product specification. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.

Event description:
New information received notes that there was loss of capture on the right ventricular (rv) lead. X-ray was performed and confirmed the lead dislodgement.